Manufacturer narrative:
The cls, lead, and anchor were received for analysis. The cls failed functional testing due to multiple disconnected electrodes in port 2, which were caused by remnant biological material that was unable to be removed during the decontamination process. All disconnections except one electrode were able to be resolved by removing and reinserting the reference lead in port 2. All other tests passed without issue. The lead was unable to be tested as a result of damage observed to the proximal electrodes. It is not clear whether the damage occurred during explant or the implant procedure. Damage to conductor wiring was also noted along the length of the lead body, which is consistent with damage from the epidural needle during implant. It is not clear whether the damage observed on the lead contributed to the reported ecap signal interference. The cause of the undesired stimulation remains unclear but may be related to interference of the ecap signal. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. During a follow-up visit in (B)(6) 2023, the patient reported experiencing an increase in stimulation and visible stimulation in arms when washing hands, showering, and when exposed to cold weather. During an impedance check, impedances were shown on electrodes where no lead was inserted. Reprogramming was not performed because the patient did not have confidence in the system. On (B)(6) 2023 a system replacement occurred. During the system replacement, it was identified that there was no port plug in port 2, where no lead had been inserted and fluid was seen within the port.

Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. During a follow-up visit on (B)(6) 2023, the patient reported experiencing an increase in stimulation and visible stimulation in arms when washing hands, showering, and when exposed to cold weather. During an impedance check, impedances were shown on electrodes where no lead was inserted. Reprogramming was not performed because the patient did not have confidence in the system. On (B)(6) 2023, a system replacement occurred. During the system replacement, it was identified that there was no port plug in port 2, where no lead had been inserted and fluid was seen within the port.

Manufacturer narrative:
Investigation of this event has been re-opened and is in progress. Once the investigation is complete, a supplemental report will be submitted. Update have been made to the following: b5: describe event or problem - additional and clarified information. D4: unique identifier (UDI)# - added. D8/d9: device available for evaluation? Correction originally reported as no changed to yes. G: reporting contact first name - updated to (B)(6). Reporting contact last name - updated to (B)(6). H6: evaluation codes (select from FDA approved list). Health effect - changed from 4610 (inadequate/inappropriate treatment or diagnostic exposure) updated to 4629 (device revision or replacement). Medical device problem code - changed from 1573 (defibrillation/stimulation problem) updated to 1574 (inappropriate/inadequate shock/stimulation). Type of investigation - changed from 4121 (event history log review) and 4117 (device not accessible for testing) updated to 4118 (type of investigation not yet determined). Investigation findings - changed from 114 (operational problem identified) updated to 3233 (results pending completion of investigation). Investigation conclusions - changed from 4315 ( cause not established) updated to 11 (conclusion not yet available).

Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. And has been experiencing an increase in stimulation and visible motor stimulation in arms, when washing hands, showering, and when outside in really cold weather. The patient turned off the system for a few weeks and the stimulation stopped. The patient did not trust the system anymore and turned it off for a few weeks just before the visit on (B)(6) 2023. During the follow-up visit, some electrodes in port 2 showed impedances where there is no lead inserted. In the clinic, the patient washed their hands and reported an increase in stimulation while the company representative analyzed the signal. Then the patient pretending washing their hands, and no stimulation increase was felt. Motor stimulation also occurred when they bent their head backward. The patient has not had the device reconfigured by the company representative to address the stimulation configuration yet as the patient did not trust the system anymore with the water issue. It was noted as a possible lead revision surgery first, as coverage is suboptimal, but has not been decided at this time. Additional information has been requested, but unavailable at this time.